Event description:
The field engineer reported that the system motorization capability was down. This feature is critical for the type of imaging this system was designed for and this issue rendered the system unusable. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The remote user interface console was replaced. The system was then found to be operating as intended.